Event description:
On october 12, 2009, a boston scientific corporation employee became aware of an article, "accuracy of percutaneous core biopsy in management of small renal masses" by rou wang, et. Al. Published in urology 73: 586-590, 2009. The following information was derived from this article: an asap core biopsy device was used during a percutaneous core biopsy of the renal mass. According to the article, the patient developed a post-procedural hematoma immediately after the procedure. The patient was observed. Attempts have been unsuccessful to obtain additional information. This report is for one of two devices. Refer to associated manufacture report # 3005099803-2009-05276 for a description of the second device.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture and expiration date are unknown.